Event description:
The tibial insert would not seat in the baseplate. Another insert was readily available and implanted without incident. There was no adverse consequence for the patient.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.